Event description:
This complaint is now reportable based on analysis completed on (B)(6) 2009. It was reported that during a coronary drug eluting stenting treatment procedure, the stent was unable to cross the lesion. The 90% stenosed eccentric and de novo lesion measuring 2.5mm by 35mm was located in a moderately calcified and moderately tortuous right coronary artery (rca). The lesion was predilated with an unknown balloon. The 2.50x20mm taxus liberte' drug eluting stent was advanced to the lesion, but could not cross. The procedure was completed with a non bsc stent. No patient injuries or complications occurred. Patient status is satisfactory. Product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified proximal stent damage. Struts on rows 1 to 4 from the proximal edge were severely misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore, indicating the device had been used in vivo. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).